Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was 512 mg/dl. Cause was due to pump shutting down. Customer administered a correction bolus via the pump. The customer continued to use the pump for insulin therapy.